Event description:
The customer reported to olympus, the visera elite xenon light source had an error 102. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found error code e103 occurred due to igniter failure, the lock did not work due to wear of the scope socket detection lever, and the defective scope socket caused noise in 190-series scope images. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.